Event description:
Patient was treated with a reusable applicator. Unresolved post-treatment pain lead to further investigation. Injury to bowel and bladder were confirmed. Corrective surgery performed. Hysterectomy specimen confirms uterine perforation.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present.